Manufacturer narrative:
The reported complaint was not verifiable. Diligence for the return of the unit has not been successful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00126.

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the surgeon stated that he felt a vibration in the sternal saw while in use (he thinks it could use a rebuild). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.